Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lap lar procedure, when firing for the second time, the surgeon began firing and after about 1 cm the handle became stiff. The surgeon tried to squeeze the handle by force but the device still would not fire. The handle and reload were replaced and the surgeon clamped the tissue and the firing stopped halfway. The surgeon was able to remove the device from the tissue without damage and replaced the device to complete the case. The tissue was thick and hard. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was partially fired with the interlock engaged. Staple pushers were visible at the 3cm cut line indicating the point where the handle compression had stopped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Our instructions for use warn against the action that was taken. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.